Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level read "high" on cgm. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer had not addressed high bg at time of trouble shooting.